Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The flow valve was calibrated to resolve the issue. No patient information provided to date after calls to customer 12/18/20, 12/21/20, and 12/22/20.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.